Event description:
On (B)(6) 2012 the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing a power issue with his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter not turning on beginning of (B)(6) 2012, at 6:30. She stated that her son manages his diabetes with insulin (pump therapy) and due to the alleged issue it is unknown if he made any changes to his usual diabetes management routine. The patient's mother claimed on (B)(6) 2012 at 9:30, after the alleged issue started he felt shaky. In response to the symptom, on (B)(6) 2012, at 9:30, he reportedly self treated with food and drink. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claims her son was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (02/17/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.